Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient to determine whether a software anomaly contributed to the reported behavior. The logs captured one session on the date of issue. The site used tumorresectionem procedure on the date of issue. The site tried to import the exams. But after uploading the exams, the logs captured not enough valid slices to build a 3d volume. The slices might have been discarded due to the image protocol issue. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues uploading patient exams using a disc. The images would upload onto the system, but the system would give the "data not valid for navigation" error. The medtronic representative (rep) noted that the exams were likely not taken following the imaging protocol. There were two exam sets on the disc, both using the non-medtronic imaging system and having 384 slices. When uploaded onto the system, the system would report an error stating that a minimum of 3 slices was needed. There was no patient involvement. Additional information was received. It was mentioned that the files would not upload because there were multiple scans on the same file.